Event description:
Additional information received reported that it seemed like the event was caused by excessive force while the physician was pinching the lead cap.

Event description:
It was reported that when attempting to remove the lead cap that protects the lead end in order to connect the lead to the device during surgery, the wire jumped/protruded out of the lead and fractured/became disconnected. The lead needed to then be replaced. It was noted that the wire inside the lead fractured when an attempt to remove the lead cap in order to connect the lead to the extension and the wire simply broke without being pulled forcibly. It was indicated that the doctor thought the instability of the lead cap might have caused this because of its one-point fixation. Because the event occurred during surgery, the whole process of recording had to be restarted from the beginning and caused a great burden for the patient.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, serial # (B)(4), product type lead. (B)(4). Analysis of the lead, model 3389s-40, lot no. Va0amdr, found the lead proximal end conductor broken (overstress/damage).